Event description:
It was reported that a powered wheelchair drove on its own. The user was pinned and sustained bruising on her knee. Through the summer, the user had pain in her knee. The user sought medical intervention. No additional information is available.